Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set would not close completely. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Eleven (11) samples were evaluated. Visual inspection of the samples were performed with no issues noted; however the twist sleeves are in the closed position in unused state with original caps attached and the wrinkle appearance on the pouches indicating the sleeves were manipulated after manufacturing release. Functional testing including leak testing, clear passage testing and clamp function testing were performed on one (1) sample with no issues noted. Other testing was performed to all sample's twist sleeves were torqued tested on sleeve engagement and disengagement within tolerance and closed by hand with no issues after removal from unopened pouches. The cause of the condition was determined to be the manipulation of samples in closed pouches after leaving the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.